Manufacturer narrative:
Available information indicated the device was functioning according to its programmed parameters.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed an erroneous value for untreated episodes. The counter showed -20736. Device data was reviewed by engineering and it was determined the device memory had experienced a single event upset (seu) or bit flip. At this time the device appears to be working normally. It was recommended to bring the patient into the clinic for an interrogation with the programmer, which would allow additional data integrity checks to be done that the programmer performs during an active session. A full memory download should be performed and the data can be reviewed again by engineering to confirm normal function.